Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 819 mg/dl and diabetic ketoacidosis. While in the hospital customer was resuscitated and was treated with intravenous insulin and fluids, and was released from the hospital on (B)(6) 2020 with no permanent damage. Customer alleged the pump did not deliver insulin as intended. Customer performed the load fill tubing sequence with coffee instead of insulin due to being blind to determine if pump delivered insulin as intended. Drops were not observed to be exiting the tubing. Tandem technical support educated the customer on cartridge and insulin labeling. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Recommendation was made to discuss diabetes management with a health care professional.